Event description:
Hill-rom received a report from the account stating the patient positioning module was unable to set (bed exit was not alarming). The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician throughly tested and inspected the bed and found no issues. The bed alarms functioned as designed. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed preventative maintenance on their beds. Based on this information, no further action is required.